Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage-battery cap top worn) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box data indicated that data from event date has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. During a visual inspection of the pump, a test battery cap secured properly to the pump. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.